Manufacturer narrative:
Citation: avanzas p et al. Percutaneous implantation of the corevalve® self-expanding aortic valve prosthesis in patients with severe aortic stenosis: early experience in spain. Rev esp cardiol. 2010 feb;63(2):141-8. Earliest date of publish used for event date in and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding early experience and medium-term follow-up with the corevalve self-expanding aortic bioprosthetic valve. All data were collected from three spanish hospitals between december 2007 and july 2009. The study population included 108 patients (predominantly female, mean age 78.6 years), all of which were implanted with a medtronic corevalve bioprosthetic valve. No serial numbers were provided. Among all patients 15 deaths occurred: 8 early (within one month post-implant) and 7 late (beyond one month post-implant). Three of the early deaths were due to residual moderate to severe aortic regurgitation. No further details were provided. Based on the available information, medtronic product may have caused or contributed to these deaths. The other 5 early deaths were due to left ventricle perforation by the rigid preformed guide tube, pericardial tamponade following valvuloplasty, cardiogenic shock in a patient with severe diastolic dysfunction, septic shock, and inability to extubate. The seven late deaths were due to 6 non-cardiovascular causes and 1 unknown cause. Based on the available information, medtronic product did not likely cause or contribute to the remaining 12 deaths (5 early and 7 late). Among all patients adverse events included: low implant requiring implant of a second valve, aortic ring rupture following valvuloplasty, moderate aortic regurgitation (ar), cardiac tamponade, iliac rupture, aortic dissection, acute myocardial infarction, hematoma requiring transfusion, dynamic obstruction of blood flow in lvot with severe mitral regurgitation, and atrio-ventricular (av) block requiring permanent pacemaker. Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.